Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. The logs for the imaging system were reviewed by medtronic personnel. It was reported that the navigation system failed query three times and that the connection was closed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a procedure, the trackers on the imaging system could not be viewed by the medtronic navigation system. Restarting the imaging system restored functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.